Event description:
Patient experienced cardiac or respiratory arrest requiring manual resuscitation. A manual resuscitator was obtained and connected to an oxygen source with a flow rate of 15 lpm. Clinician noted a "dent" in the resuscitator bag and the bag was observed during resuscitation attempt. The patient expired. It is unk what affect the "dent" in the resuscitator bag had in this event.